Event description:
An opthalmic surgeon reported a dull knife was noted during a procedure. The surgeon indicated the knife had previously been used. There was no pt harm reported.

Manufacturer narrative:
The investigation is in progress. Samples have been received and in-house testing is in progress. The device history record (DHR) for the lot was reviewed. Functional penetration test values for the lot met spec. No abnormalities that could have contributed to a dull knife were found during the DHR review and the product was released according to MFR's acceptance criteria. A root cause has not been identified. (B)(4).